Manufacturer narrative:
(B)(4). Batch # p94900. Investigation summary: the device was returned with the cable and connector cut off. Due to the condition of the device no functional testing could be performed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the instrument was disassembled to inspect internal components the closure indicator was found broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the device became not to function during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.